Event description:
It was reported that a spectrum pump would not recognize the slide clamp and would not prompt to load set during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, does not recognize the slide clamp and would not prompt to load set was not reproduced. A review of the event history log revealed 'invalid clamp detected' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.